Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip closed onto the ulcer and was deployed. However, the clip was bent and did not stay attached to the tissue, and then fell into the patient. The clip was successfully retrieved with the use of a rat tooth forceps. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. Additional information received on october 6, 2015. The procedure was completed with another resolution clip device.&#842; there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip closed onto the ulcer and was deployed. However, the clip was bent and did not stay attached to the tissue, and then fell into the patient. The clip was successfully retrieved with the use of a rat tooth forceps. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.